Event description:
It was reported that the patient came in for a follow up visit because the right ventricular (rv) lead triggered a lead integrity alert. Upon interrogation and testing, the physician noted oversensing and that the lead delivered inadequate therapy during two inducted shocks on the ventricular tachycardia episodes. An rv lead fracture was suspected. A review of the product performance information found that both the rv and ra (right atrial) leads had variable impedance. Both leads remain in use but a revision of the rv lead is expected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A resistance/impedance increase was noted with weekly pace lead impedance trend data show various spike increases for minimum and maximum right ventricular (rv) pace equal to 376 to 816 ohms range between (B)(4) 2011 and (B)(4) 2012. A lead integrity alert triggered and the programmer data showed five rv lead integrity alerts between (B)(4) 2012. There were five patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2012. Oversensing was noted with two ventricular non-sustained tachycardia episodes less than or equal to 210 ms on (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.